Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door three was failed due to nurse shutting the door before the counting process. A field service engineer found no clicking and or sticking of the door 3, further, rebooted the medstation and allowed to come up in application. The contact information was kept blank due to no information was provided by the technical support specialist. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed door 3. The customer stated that this malfunction occurred while issuing medications and confirmed there was no harm delay or harm. There were no adverse events or injuries reported based on this incident.